Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The fiber received was broken into two pieces. The first piece measured approximately 274 cm from the top of the connector to the break. The second piece measured approximately 4.7 cm from the break to the end of the distal tip. There was a burn mark at the break indicating that the fiber broke while in use. There was no damage to the fiber face within sub miniature-a (sma) connector. The condition of the returned device does not confirm the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a laser lithotripsy with ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber was broken after its first shot. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a laser lithotripsy with ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber was broken after its first shot. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.